Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues on the insulin pump. Customer reported that the insulin pump does not work with new battery and the new cap. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification, and was monitored. No blank display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window.